Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a 2-pack of the gum brand deep clean toothbrush and the bristles on both brushes fell out and she started to choke on the brush.